Event description:
Reporter alleged blood glucose measured 411, 173, and 63 mg/dl when testing was performed within a couple of minutes of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.